Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 350 mg/dl while wearing the pod. Symptoms reported include patient falling down, hitting their head, and feeling disoriented. The patient was treated with insulin pen injection. Patient was diagnosed with brain hemorrhage. The patient was still in the hospital when case was reported. The pod was removed at the hospital. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information is being solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Additional information was received from the patient stating that the pod was not responsible. There is no allegation against the pod or that the pod had caused the brain hemorrhage. Therefore, this event is no longer reportable since there is no allegation of failure against the pod.